Manufacturer narrative:
Device passed the displacement test and self test. No unexpected e52/a52 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a insulin pump error. Customer¿s blood glucose value was unknown. Customer stated that they were unable to complete the rewind. Customer stated that they were able to clear the alarms. The insulin pump will not return for the analysis.